Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) of the left optic. It was noticed during a post op exam that the lens had decentered. The date is unknown when it was observed that the lens was decentered. It was reported that the lens was removed and replaced on (B)(6) 2013. It was reported that the results were good. No additional information was provided.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Lens was inspected under microscope at 10x and it was found with stains, particles and fibers adhered to both sides of optic body compatible with handling lens in an unsterile environment. Also, one of the haptic was observed bent. The bent haptic was associated with the explant process. Diopter measurement could not be performed due to the condition of the returned lens.